Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no related complaints for this lot number were found.

Event description:
The distributor alleged a foreign object was inside the fluid path of the non-sterile syringe. This was identified during their initial inspection of received product. The device was not sent to a user facility.